Event description:
During incoming inspection, the distributor rejected this device, 0035070, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received three 0035070 in unopened original packaging. Lot number was verified. Performed a visual inspection, one seal is opened at the end of the packaging, one device is encroaching the seal, and one package does not have any signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had a breach to sterility on one out of the three packages. A root cause cannot be determined; however, based on the photographic evidence, a possible cause of this event could be the device breached the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment.(B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.